Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty turning and removing multiple infusion set connectors and was unable to properly place the site, after which a connector change allowed successful cartridge insertion; the reported lot number was 30590 and the user reported a highest blood glucose of 150 mg/dl. Symptoms included elevated blood glucose. Outcomes included inconvenience and the need for troubleshooting and education, with no alerts or alarms reported. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed user technique issues related to connector manipulation and site placement. It was concluded that the device functioned as designed and that use error was the most probable cause.